Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm with a contained rupture. Vessel morphology was reported as severely calcified and moderately tortuous. It was reported when the device was deployed, the stent graft moved proximally completely occluding the right renal artery and partially covering the left renal artery. The physician believes that the stent graft was correctly repositioned below the renal arteries during the initial implant procedure. The pt presented 3 days post stent graft implant with a high creatine level. The CT demonstrated that the stent graft was covering the right renal completely and partially covering the left renal. The physician implanted a renal stent in the left renal artery, however, was unable to gain access to the right renal artery. The right renal artery was left untreated. The pt is not a good open surgical repair candidate. No add'l clinical sequelae were reported and the pt is stable.